Manufacturer narrative:
Upon medical records review, the patient underwent a right tf tavr procedure with a 26mm sapien 3 ultra valve. Due to the severe calcification of the right iliac and femoral artery, it was decided to do angioplasty with a 6x120mm balloon prior to insertion of the 14 french esheath. The valve was deployed without issues and post deployment tee showed trivial perivalvular leak. An angiography revealed a right femoral artery occlusion after deployment of the perclose closure device and angioplasty was successfully performed to restore the blood flow. The patient had a heart block and left the cath lab with a temporary pacer in place. Later the same date, while recovering in the post anesthesia care unit, the patient had a pea with profound hypotension and was intubated; the cardiogenic shock was due to cardiac tamponade. An impella catheter was inserted. However, the impella catheter motor was not working and was removed. Approximately 4 days post implant, tte: lv function is moderately reduced with lvef of 40% with diffuse mild hypokinesis. S/p tavr with mean gradient of 20 mmhg. No regurgitation. Moderate to severe mitral regurgitation. Mild tricuspid regurgitation. Mildly elevated pulmonary artery pressure. Trivial pericardial effusion. Approximately 5 days post implant, the patient had successful placement of a dual-chamber pacemaker for complete av block. Approximately 7 days post implant tte: lv function improved to 50-55% with abnormal septal wall motion. There was only trivial pericardial effusion. Per the device instructions for use (IFU) pericardial effusion/cardiac tamponade are potential adverse events associated with standard cardiac catheterization, balloon aortic valvuloplasty (bav) and tavr procedures. Pericardial effusion is an abnormal accumulation of fluid in the pericardial cavity. Because of the limited amount of space in the pericardial cavity, this will lead to increased intra-pericardial pressure, which can negatively affect heart function. Pericardial effusion can be caused by a variety of local and systemic disorders, or may be idiopathic. It can be acute or chronic, and in thv patients, it may be caused by lv perforations, annular ruptures, aortic dissections or other cardiac injuries. In transapical patients, post operative pericardial effusions are common. Most will resolve spontaneously, and some may require an intervention. When there is a pericardial effusion with enough pressure to adversely affect heart function, this is called cardiac tamponade. Cardiac tamponade is a life threatening condition. Because of the limited amount of space in the pericardial cavity, fluid accumulation will lead to an increased intrapericardial pressure which can negatively affect heart function. Physicians are extensively trained by edwards before they are qualified to use the sapien 3 ultra thv. Training includes device preparation, approach, deployment, imaging, procedure-specific training manuals, and proctored procedures. Per the instructions for use (IFU), conduction system defects (heart block) which may require a permanent pacemaker are potential adverse events associated with balloon aortic valvuloplasty, deployment of the prosthetic valve, and the overall tavr procedure. According to the valve academic research consortium (varc) guidelines, the close anatomical relationship between the aortic valve complex and the branching atrioventricular bundle may provide an explanation for these complications of the tavr procedure. According to literature review, atrioventricular conduction disturbances after tavr are associated with many patient related and procedural related factors, including pre-operative co-morbid status, the degree and bulkiness of aortic valve and annular calcification, inter-ventricular septal thickness, pre-existing electrocardiogram abnormalities, the depth of prosthesis implantation, and the profile of the implanted prosthesis. Unlike conventional avr, where there may be localized trauma due to decalcification of the annulus and/or suture placement in the proximity of the av node or the bundles, tavr may cause conduction abnormalities through mechanical impingement of the conduction system by the prosthesis. The mechanisms of the development of heart block after tavr are well documented and described in the literature. It is also documented that pre-existing heart block is common in patients undergoing tavr or surgical avr and another 4-6 % will develop postoperative heart block, potentially requiring a permanent pacemaker. Per the instructions for use (IFU), permanent or transient neurological events including stroke are potential adverse events associated with the tavr procedure and the use of the edwards thv devices. According to literature review, stroke is recognized in the literature as a well-known complication in a small number of patients undergoing tavr. Risk factors correlating with a number of patient co-morbidities have been identified. Although in many cases the root cause of the event is unable to be determined, strokes during tavr are undoubtedly multifactorial, the dominant etiology likely being intra-procedure embolic events. A transcranial doppler study during tavr demonstrated that the majority of procedural embolic events occurred during balloon valvuloplasty, manipulation of catheters across the aortic valve, and valve implantation. An analysis in patients undergoing valve surgery revealed four baseline characteristics and two procedural events that were associated with early post-procedure stroke: female sex, ef < 30%, diabetes, age older than 70 years, bypass procedure time> 120 min, and calcification of the ascending aorta. Predictors of late stroke have included female sex, age older than 75 years, atrial fibrillation, and a history of or current smoking. There were no important differences in the frequency of late strokes between tavr and avr patients. After tavr, there appears to be a more significant proportion of early strokes occurring < 24 h post-procedure, but tavr patients with multiple co morbidities are probably at higher risk of both early and late strokes. In this case, the cause of death was reported to be stroke, heart block with pp implant, and a cardiac tamponade resulting in pea and cardiogenic shock. The cause of the cardiac tamponade was not mentioned in the medical records provided; it is possible that it was related to patient factors and procedural factors. The cause of the conduction disorder and stroke cannot be confirmed, but it may have been related to the risk factors mentioned above. There was no allegation or indication of an edwards device malfunction. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Manufacturer narrative:
Investigation is still ongoing.

Event description:
As reported through implant patient registry, shortly after the patient arrived in the recovery room, the patient developed a pericardial tamponade and coded. The patient was intubated and suffered a stroke and 3rd degree heart block. The physician wanted to send the patient to a rehab, however the family opted to take the patient home. Approximately 13 day post implant, the patient passed away. The exact cause of death is unknown at this time.